Event description:
(B)(6) clinical study. It was reported that during coronary stenting procedure, a vessel dissection occurred. The 90% stenosed, de novo and 10mm long with a reference vessel diameter of 2.5mm target lesion was located in the distal right coronary artery. After the placement of 2.25 x 12mm promus element plus stent, a grade c dissection was noted. It was treated with the placement of 3.00 x 38 mm pe plus stent in proximal rca and 2.25 x 20 mm, 2.50 x 24 mm, 2.50 x 12 mm pe plus stents in mid rca. On that day, the event was considered resolved and the patient was discharged the next day.

Manufacturer narrative:
Describe event or problem updated; relevant tests/lab data updated. (B)(4).

Event description:
It was further reported that on (B)(6) 2012, the subject had stress test which revealed large defect in lateral wall and was scheduled for left heart catheterization. At the time of the index procedure, the final results of ivus confirmed that no dissections was visualized and stents are well-opposed.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).